Manufacturer narrative:
A company service representative evaluated the iabp and was unable to duplicate the reported event. There are no faults or error messages in the system fault logs on the day of the event, other than a "no trigger" message several hours after the event that appears to be related to testing performed by hospital staff subsequent to the event. The device history record (DHR) for the iabp involved in the event has been reviewed. There are no nonconformances noted in the DHR related to this event. Complaint history for the past four years has been reviewed, and there have been no related events reported for the system 98xt. Therefore this event is considered an anomaly and no further action is indicated. (B)(4).

Event description:
The customer reported that while the iabp was in use on a pt, the iabp went into "standby" and they were unable to refill the balloon. No error messages were displayed. They were unable to resume pumping. The perfusionist was called. He power-cycled the iabp. It functioned normally, and therapy was continued. The iabp was subsequently exchanged for another. No pt injury was reported. The customer advised that the pt was a "middle-aged" female. They did not retain any additional information related to the pt, as they did not believe the pt was compromised by the incident.